Event description:
During an outpatient physical therapy session, a heavy-duty theraband resistance band snapped and the patient fell backward onto her tailbone without appreciable injury. The resistance band had just been replaced two weeks prior. Upon examining the broken theraband, there were no obvious defects; the band appears to have torn evenly across without any jagged edges. The remaining roll of theraband where this piece was taken from was also examined without noting any appreciable or obvious defects. The remainder of the roll this band came from was discarded in an abundance of caution.